Event description:
Event description guidant received information that at 46.0 months post implant, this implantable cardioverter defibrillator (ICD)was explanted due to an earlier than expected elective replacement indicator (eri). The device was replaced with a new guidant ICD. The explanted device was returned to guidant for analysis.